Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV. Healthcare professional later reported, rupture. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Physician later reported "leak and hole in implant." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: observed opening striated on radius side assessed as surgical damage. Additional observations: crease fold observed.